Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the insulin leaked onto the patient's shirt from her cadd cleo infusion site. The patient's blood glucose reached over 400 mg/dl. After reconnecting existing tubing to new site, she noticed it was still leaking. The issue resolved by changing the infusion set and cassette. There was patient involvement with no harm.